Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge casing was leaking. Customer loaded another cartridge. Customer's blood glucose was 230 mg/dl.